Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No adverse consequences to the patient were reported, and the patient was stable. Programming changes were discussed.

Event description:
New information states that the patient was seen in clinic on (B)(6) 2019. Programming changes were made. The patient was stable.